Manufacturer narrative:
(B)(4). The device has not been received for evaluation. Maquet cardiopulmonary (B)(4) is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process indicates that a 100 percent functional inspection for leakage is performed in the manufacturing area. A review of the production records for this particular lot show that the device passed the 100 percent tightness test. Maquet cardiopulmonary (B)(4) has initiated an internal process (CAPA(B)(4)) to address the appropriate corrective and preventive action. (B)(4). This event is related to medwatch report# 8010762-2014-00251 and (B)(4).

Event description:
It was reported that after ECMO was initiated, a slow drip originated from the emergency exhaust post on the bottom of the device. The device was replaced with another of the same lot number. After one hour, the replacement device began to leak, so it was replaced with a device of different lot. No reported pt effect. (B)(4).